Event description:
The implant failed due to unk reason. Fixture was placed at # 26 and removed after 11 mos. Bone graft material was used. Moderate bone condition. Prosthetic attachment (single).

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product. There is no health info about the pt. Conclusion: based on our inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior. See scanned pages.